Event description:
It was reported that the patient faced occlusion issue with the infusion set on (B)(6) 2026, patient had high blood glucose levels and was treated via correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.